Manufacturer narrative:
Eval: our eval of the returned ligator was unable to confirm the report as it was described. The ligator barrel was returned with two bands remaining in position. The handle was returned in the firing position and functioned properly. During our lab analysis, the ligator was loaded onto an endoscope that is in a curved position to simulate worst-case scenario. The endoscope has an accessory channel that is 2.8mm in diameter. The two remaining bands deployed properly and remained in position after deployment. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Six unused devices from the lot number said to be involved were included in the return. During our eval of the unused product, each ligator was tested in the manner described above. The bands deployed properly and remained in position after deployment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Prior to distribution, 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
During esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. The reporter indicated the latex band came off approx 1 minute after deployment. The band was not retrieved. Based on the info provided, it is likely the ligator band slipped from the varix after placement and was left to pass naturally through the gastrointestinal tract. Another device was used to complete the procedure. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.